Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. This follow up corrects that information. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4). The clinician reported that five months after the dental implant was placed, the implant failed. Primary stability was achieved and immediate load was not performed. Patient presented bone type iii. Patient reported mobility and inflammation at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that five months after the dental implant was placed, the implant failed. Primary stability was achieved and immediate load was not performed. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. Patient reported mobility and inflammation at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B(4). The clinician reported that five months after the dental implant was placed, the implant failed. Primary stability was achieved and immediate load was not performed. Patient presented bone type iii. Patient reported mobility and inflammation at time of event, no further complications were observed.